Event description:
It was reported that some foreign material was found in the sterile safety soft tissue biopsy tray. It was further reported that on assessment afterward nursing manager palpated debris and described it as " hard, like cardboard".

Manufacturer narrative:
H11: g3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h3 (device eval by manufacturer) a device was not returned for evaluation. Upon completion of the investigation, another supplemental report will be filed. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. G3 (date received by manufacturer), g6 type or report - follow up# 2), h2 (correction and additional information), h4 (device manufacturing date is unknown), h6 (annex g ¿ component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some foreign material was found in the sterile safety soft tissue biopsy tray. It was further reported that on assessment afterward nursing manager palpated debris and described it as " hard, like cardboard".

Event description:
It was reported that some foreign material was found in the sterile safety soft tissue biopsy tray. It was further reported that on assessment afterward nursing manager palpated debris and described it as " hard, like cardboard".

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records has not been performed. The device is pending return. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.